Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous drainage procedure using the navarre opti drain. It was reported that prior to a percutaneous drainage procedure for ascites under ultrasound guidance, the drainage tube could not be pulled out from the inner support tube because the tube wall was too tightly attached. The procedure was completed by replacing the drainage set with a new one. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows the complete view of a drainage catheter placed next to the package. The trocar needle and cannula were inserted into drainage catheter, and the drainage catheter was noted to be straight. The product details mentioned on the package which are matched with tw details. No visual anomalies were noted, and the reported issues cannot be verified from the photo. Therefore, the investigation is inconclusive for the reported difficult to remove and non-standard device issue as the provided photo was not sufficient to confirm the reported issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous drainage procedure using the navarre opti drain. It was reported that prior to a percutaneous drainage procedure for ascites under ultrasound guidance, the drainage tube could not be pulled out from the inner support tube because the tube wall was too tightly attached. The procedure was completed by replacing the drainage set with a new one. There was no patient contact.